Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the error code was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The alarm sound was generated; due to a main board malfunction and the front panel had a malfunction. Additionally, the evaluation found that there was foreign material inside the tube pipeline, which is also a reportable malfunction. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer), that the high flow insufflation unit's alarm sound is generated. And the front panel is turned off. The issue was found during preparation for use for a diagnostic procedure. There was no delay. And the procedure was completed with a similar device. There were no reports of patient harm.